Event description:
It was reported that a preloaded intraocular lens (iol) device has a crack at the tip of the cartridge. No patient complaint was associated with this issue. No further detail was provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: unknown, as information was requested but not provided. Section d6b - explant date: unknown, as information was requested but not provided. Section e1 - email address: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was noted that the device date of manufacture was not correct in the initial MDR. Therefore, the following field is being updated: section h4: device manufacture date: oct 9, 2023. Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: jul 28, 2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification was performed on the suspect product. The cartridge tube was damaged and the cartridge tip was found split open. Viscoelastic residue was not observed to be evenly distributed throughout the cartridge. The lens module was inspected revealing no issues; however, viscoelastic residue was observed in the lens module and on the lid. The device assembly was inspected revealing no issues. The photographs provided by the customer were evaluated. The photographs showed the complaint product. Due to photographic quality, no issues could be observed. No further evaluation was performed. The complaint issue "cartridge tip cracked/damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.